Manufacturer narrative:
The customer's report was initially observed at a zoll approved service provider. An ac charger assembly and analog board were sent to repair the device. The device was recertified and returned to the customer. No parts were returned to zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.